Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws were bent at the front, therefore it could not hold tissue properly. The procedure was continues as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. The bent was on the base of the grip. As a result of the bending the instrument couldn't close. Additionally, as result of the bending, the instrument was found to have a dislodged molded insulator on the jaw but is still attached. The complaint regarding the jaws were bent and could not fully hold tissue was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.